Event description:
This case illustrates a rare but serious early complication of percutaneous patent foramen ovale (pfo) closure and device-related thrombosis with presumed superinfection despite negative cultures in a patient with a prior paradoxical cerebellar infarction. On an unknown date in (B)(6) 2025, a 57-year-old female patient underwent elective pfo closure using a 25-mm gore® cardioform septal occluder delivered through a 16-f femoral sheath. The article reports that the patient had experienced a right cerebellar infarction attributed to paradoxical embolism through the pfo one month prior to the implant procedure. Following implantation, the patient received aspirin and a 600 mg loading dose of clopidogrel. On post-procedure day 1, she developed fever without a clear infectious source. Repeat transesophageal echocardiography (toe) imaging performed on day 3 demonstrated a large thrombotic mass measuring 1.7 cm × 0.9 cm adherent to the right atrial surface of the device with a thin layer of mass noted on the left disc. While blood cultures remained negative, platelet testing revealed nonresponsiveness to clopidogrel. Due to the thrombotic burden, embolic risk, as well as concern for a potentially infected device, the patient underwent percutaneous thrombus aspiration and retrieval of the gore® cardioform septal occluder on post-implant day 7 using multiple snares, a bioptome, and aspiration techniques. Follow-up toe imaging demonstrated marked regression of residual thrombus with only a small residual layer remaining at the prior closure site. The article additionally states that the patient had no prior history of venous thromboembolism or known thrombophilia and considers the hyporesponsiveness to the clopidogrel antiplatelet treatment a key contributor to the rapid thrombosis development.

Manufacturer narrative:
The following literature article was reviewed: hajji o, abumayyaleh m, schupp t, behnes m, akin I. "Clopidogrel nonresponsiveness mimicking endocarditis after pfo-occlusion: combining aspiration, retrieval, and laboratory assessment for diagnostic-therapeutic work-up." Ann intern med: clin cases. 2026;5(5). Doi:10.7326/aimcc.2025.1142. Published online 19 may 2026. A1, patient identifier (in confidence): currently unknown. Until further notice, data provided in this field reflect gore's internal reference number for this case. B3, date of event: the article does not provide a device implant date. Therefore, the online published date of may 19, 2026 has been selected to represent the implant date until further notice. It is currently unknown if the explanted device is available for an investigation and a device evaluation can therefore not be performed. Also, the item- and serial number for the device are currently unknown. Gore therefore intends to reach out to the corresponding author for details on the device as well as other contextual study information. H6, health effect ¿ clinical code: e2402 was used to reflect the patient's suspected nonresponsiveness to antiplated medication therapy. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.